Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with implantation of a 350cc mentor cpx 4 breast tissue expander. Post-operatively, the patient observed her right breast expander was deflated. Additionally, she suffered from a pulmonary embolism. As a result, the patient underwent removal on (B)(6) 2022. Per the instructions for use, mentor tissue expanders are intended for temporary implantation up to six months, thus this device is used in a manner inconsistent with the IFU as the devices have been implanted for approximately 10 months. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.